Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 06:30 am, the patient was getting ready for work when her cgm displayed 76 mg/dl. A fingerstick blood glucose (fsbg) check at that time showed 22 mg/dl. A repeat cgm reading shortly after showed 78 mg/dl, with a corresponding fsbg of 24 mg/dl. The patient performed a calibration; however, the cgm readings did not correct. The patient had taken lamictal 200 mg the prior evening for seizure management. During the hypoglycemic episode, the patient became symptomatic, reporting confusion and feeling completely ¿out of it.¿ her husband administered a gvoke injection. The patient reports experiencing a seizure during this event. She was unable to eat or drink and remained seated while her husband monitored her condition. No additional treatments or medications were given. Subsequently, the cgm displayed 176 mg/dl, while the fsbg at that time was 74 mg/dl. The patient did not seek emergency medical care, stating she planned to contact her endocrinologist later. At the time of the report, the patient reported feeling unwell, with generalized body aches and low blood sugar symptoms but no ongoing seizure activity. Another calibration was performed, showing a cgm reading of 91 mg/dl and a corresponding fsbg of 74 mg/dl. Due to continued inconsistency, the patient removed the sensor and had not yet started a new one. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c and a zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.